Manufacturer narrative:
Isi has not yet received the prograsp instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece of the prograsp instrument broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. There was no injury to the patient.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the prograsp instrument snapped at the end of the shaft. The operating room (or) staff removed the arm, instrument, and cannula successfully. The or staff reported that a fragment fell inside the patient and they were able to retrieve the fragment. The staff said they were moving the instrument upward to grab a needle when the event occurred, not touching any tissue with the instrument. The staff had no plans for follow-up imaging for any further fragments as they were sure they got the one piece that fell. The staff re-docked arm 1 and inserted a new instrument and proceeded with the case, prior to calling in to report the issue. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon could no longer control the wrist and thought a cable had snapped. The surgeon tried to remove the instrument and thought the snap in the shaft was the wrist bending. The fragment came off while the surgeon attempted to straighten the instrument for removal. The clinical sales representative (csr) was called in and identified the broken shaft. The csr had the customer remove the instrument along with the cannula. The site removed the fragment with a robotic needle driver instrument as the fragment was small enough to be able to fit through the cannula. The or staff checked for additional fragments, but none were found. A new cannula and instrument were installed to continue the procedure. The procedure was completed robotically with no reported harm, injury, or adverse event. There was no video recording of the procedure.